Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device¿s threads were damaged was confirmed. A functional assessment was performed, and the device failed due to the threads being damaged and medical debris was observed on the device. It was determined that the cause of the damaged threads was due to mishandling of the device (excessive force or by dropping the device) by the user. It was further determined that the cause for the found defect (medical debris) was due to improper cleaning. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported that during inspection it was observed that the threads of the impactor device were damaged. During in-house engineering evaluation it was determined that the device failed the visual assessment due to the damaged threads and medical debris was observed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.